Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a separated distal end luer lock was confirmed. Visual examination of the device showed that the distal luer lock had been broken off near the tubing. No other observations were noted on the unit.

Event description:
Baxter received a report that an intermate had its distal end luer lock separate from the tubing before patient connection. The device was filled with a 250 ml solution of 2g ceftriaxone in 250 ml of 5% dextrose. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The root cause of the broken/cracked luer near the base of the stem was determined to be a manufacturing defect: stress from the shrink-wrapped packaging design, material integrity of the luer component, and the sub-optimal dimensions of the bond pocket.